Event description:
Upon following up with a home patient regarding a system error 2240 alarm the pt experienced during treatment using homechoice device, it was noted the pt has peritonitis. According to the healthcare professional, the peritonitis is attributed to pt contamination. The healthcare professional noted the pt had flu like symptoms in the days leading up to the peritonitis and she feels the pt must have somehow contaminated himself as a result. The healthcare professional will f/u with the pt on proper technique. The pt was treated with 2 grams vancomycin intra peritoneally to treatment according to the healthcare professional.